Event description:
The end-user reported while in process of exiting public transportation while under power of the smart drive device, when they attempted to disengage drive via a tapping motion of the e3 tic watch, the device reportedly continued to drive forcing the end-user to manuever into an undiclosed fixed object in order to stop. No injuries were reported to have occurred as a result.

Manufacturer narrative:
During the validation of a pending design change to provide the smartdrive mx2+ application for android wearables, engineering identified a missing code in the application related to anr (application not responding) where if the application crashes due to an anr, the error handling logic fails to stop the bluetooth communication to the smartdrive mx2+ drive unit. As a result, the motor continues to run, and the user may not be able to disengage the device using tap gestures. A CAPA investigation, 23-002, was opened to address this issue. As part of the investigation, it was determined the way to identify if an anr event occurred could be detected by the screen on the wearable. If it is reported the screen is blank/dark during or just after the event, or if the end-user recalls the need to restart the mx2+ application to restore operation, these actions will indicate a possible anr crash having occurred. The service provider reports the e3 tic watch and smartdrive device remain functional, and there were no reports of the app not working, only that the device did not respond when given a tapping command. Review of records indicates this device was distributed with the updated firmware and was confirmed by service provider. As the end-user reported not having any recollection if the app was in focus and reports the smartdrive device and e3 tic watch remain operational with no reports of recurring behavior, permobil is unable to reach a determination as to probable root cause without speculation. The DHR was reviewed, and the device was found to have met specifications prior to distribution.